Event description:
Subsequent to the initial medwatch report filed, additional information received from the patient revealed that the procedure occurred in an emergency situation, and the physician was not aware of the patients allergy to nickel.

Event description:
It was reported that the patient had a xience v 3.0 x 18 mm stent implanted on (B)(6) 2011 in the 100% stenosed right coronary artery (rca). Post procedure, upon awakening, the patient began sneezing with nasal drainage. Prior to discharge from the hospital, allergy medications were administered to treat the symptoms. The patient has reported having a history of allergies, which includes nasal allergies and an allergy to nickel. The patient's symptoms persisted after leaving the hospital, and the patient then consulted with an ent (ears, nose and throat) specialist. The ent physician did not note anything abnormal. The patient's allergy medications have been adjusted by the primary physician, however, the symptoms continue to persist. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed is listed in the xience v instructions for use (IFU) as a known adverse effect. It should be noted that the IFU states, the xience v stent implant is contraindicated (inadvisable) for use in patients with hypersensitivity or allergy to everolimus or structurally-related compounds, such as cobalt, chromium, nickel, tungsten, acrylic-polymers or fluoropolymers. In this case, it is possible that the reported IFU deviation may have contributed to the reported patient effect; however, this cannot be confirmed. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.